Manufacturer narrative:
Section a: additional patient information cannot be provided due to personal data privacy legislation/policy. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that there was a defect on the screen of a system controller. The controller was exchanged.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a ¿defect¿ in the display was confirmed via the submitted photo. The submitted photo captured a vertical white line through the heartmate 3 system controller, serial number (B)(6), liquid crystal display (lcd) screen. The controller was otherwise in physically unremarkable condition. No alarms were reported as a result of the damage observed . Additional information indicated the controller was exchanged and mistakenly discarded. A root cause for the reported event was not conclusively determined through this analysis. A corrective action was opened to further investigate this issue. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 IFU (rev. B) section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook (rev. B) section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment, including the system controller. Additionally, heartmate 3 patient handbook section 10 entitled ¿safety checklists¿, instructs users to regularly inspect their accessories ¿ including their controller ¿ for damage, and to replace any equipment that appears damaged or worn. The patient handbook and the IFU caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.